Manufacturer narrative:
Device evaluation: returned device was received with enclosure was cracked near the drain fitting, both covers were cracked, heater did not pass electrical testing, microswitch was damaged and line cord was worn. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Correction: device information, part no and serial no were updated.

Event description:
It was reported that a smiths medical fluid warmer leaks water. No adverse patient effects were reported.

Event description:
It was reported that a smiths medical fluid warmer leaks water. No adverse patient effects were reported.